Event description:
During a transfemoral tavr procedure, a significant iliac artery injury was noted requiring surgical repair. Access to the common femoral artery (cfa) was obtained through a surgical cutdown. Serial dilation, up to the 20fr dilator, was performed. The expandable sheath (esheath) was inserted, but could not be advanced completely, leaving approximately 2 inches of the esheath outside of the vessel. The esheath was removed and a 22fr dilator was inserted. The dilator was able to pass with some resistance. The esheath was then reinserted, but still could not be advanced completely, leaving approximately 1 to 1½ inches of the esheath outside of the vessel. The novaflex+ (nf+) delivery system (ds) and a 26mm sapien xt valve were then advanced into the esheath. The ds nose tip, balloon and valve exited the esheath and then became wedged and could not be advanced further. While attempting to pull the system back, the ds separated from the valve. A 7mm x 40mm peripheral balloon was then inserted into the cfa, advanced to the ascending aorta and inflated. The ds, valve and esheath, along with the guidewire, were removed from the patient. There was an immediate drop in the patient¿s blood pressure. An extensive iliac injury was observed with a 3 inch segment of intima on the esheath. The tavr procedure was aborted and vessel bypass repair surgery was performed. Post operative day (pod) 5, the patient was reported to be in ICU in stable condition. It was perceived that areas of severe calcification in the access vessels caused this event. A chunk of calcium was visually observed in the access vessel as the esheath was inserted. The access vessel minimal luminal diameter (mld) was >7mm, with areas of severe calcification. Significant calcification was noted in both the left and right femoral arteries. Moderate bilateral tortuosity was reported.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 18fr esheath is >6.5mm. In this case, the patient¿s access vessel mld was >7mm, with areas of severe calcification and moderate tortuosity. In this case, patient factors (severe calcification and moderate tortuosity) likely contributed to the esheath insertion difficulties and iliac artery injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.